Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device was explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not last as long as expected. The device remains in use. No patient complications have been reported as a result of this event.